Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump pauses and clock runs fast and had to reprogrammed. Customer stated that insulin pump was slow to clear alarms and lcd light dims and then pops up bright plastic chips when changing reservoir. Customer stated that they received unexplained no delivery alarms and insulin pump screen had rainbow effect. No harm requiring medical intervention was reported. The device will not be returned for analysis.